Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).

Event description:
The patient's neurostimulator and lead were being explanted in order to have an MRI. The lead broke during explant. No further information was provided. Additional information has been requested. A follow-up report will be sent if additional information becomes available.